Event description:
It was reported that bd insyte autog bc foreign matter on catheter tip. The following information was provided by the initial reporter: we have been finding several of these needles have plastic attached to the end of the needle after removing the catheter as well as issues with the catheter being slightly frayed. It¿s a small piece but still a concern for patients. I have three from this lot where two of them have done this and the third has not been opened yet to use to see if it is also problematic. (B)(6) 2024 no patient harm occurred as these were removed before being used. (B)(6) 2024 please clarify if the plastic attached to the catheter tubing is an identifiable part of the catheter tubing or if it is a foreign body. Does the foreign body create an appearance of frayed catheter tip? Or is the tip of the catheter frayed in addition to attached plastic? It¿s unclear but it looks like it could be a foreign body and the catheter looks like it is intact and not frayed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Bd received five 20gx1.00in insyte autoguard devices from lot number 3342333. A visual and microscopic examination of the returned samples revealed no defects or unacceptable conditions at the catheter tip. Your reported issue of plastics attached at the end of the needles and the catheters tips had frayed ends could not be confirmed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Na.